Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:26:21. During night drain cycle five, the patient's ultrafiltration reading was 1.29689e+006ml, indicating the home patient (hp) drained 1.29679e+006ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf). If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). Upon review of the evaluation performed by the quality engineering department, the ultra filtration (uf) of 1,296,894 ml was confirmed in the event history log review. The cause was determined to be an unexpected high uf due to device log corruption. The drain time of 18 minutes in cycle 5 could not have produced a uf volume of 1296894 ml and is considered an anomalous entry. The event log for the date of this event has been overwritten in the logs and the actual drain volume is not available for review. If any additional information is received, a follow-up will be sent. Complaint is an ancillary service event opened during investigation of (B)(4).